Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The video connector unit of the device was returned to olympus medical systems corp. (Omsc) for evaluation. The video connector unit was evaluated at omsc. Omsc installed the video connector unit inside the olympus asset video system center otv-s190 and confirmed that the reported event was reproduced. In addition, omsc confirmed that the video connector was disconnected and the endoscopic image was interrupted, due to the failure of the lock of the video connector socket. When the device was used frequently, the lock of the video connector socket may have failed due to deterioration due to repeated use, because approximately 6 years have passed since the device was delivered. Alternatively, the lock of the video connector socket may have failed due to excessive force applied when inserting or removing the endoscope. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). It then is planned to be returned to omsc for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the urological surgery, when the connector of the camera head was moved while the camera head was connected to the device, the endoscopic image disappeared. The user successfully completed the procedure with the device. After the procedure was completed, the video tower was replaced with another one. It is unknown if there was a clinically relevant extension of the procedure. The patient outcome is also unknown. There was no report of patient injury associated with the event at this time.